Event description:
Subsequent to the initial medwatch report the following additional, clarifying information was received: it was reported that placement of the proglide device was attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy size was 6f sheath and during the tavi procedure the sheath was upsized to either a 18f or 20f sheath. Reportedly, after successful pre-placement of one proglide suture, a second proglide was attempted and a cuff miss occurred. Four additional proglide devices were attempted with the same results. The suture from a sixth proglide device from a different lot number was successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved with the two (first and sixth) pre-placed proglide sutures.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy was attempted in a common femoral artery using a proglide device with a 6f sheath, after an interventional procedure. Reportedly, when the plunger was retracted no suture was present; a cuff miss occurred. The device was removed and four additional proglide devices were used with the same results. A proglide device with a different lot was used to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported posterior cuff miss was confirmed. The analysis of the returned device also found one of the anterior cuff tabs was broken and not returned with the device. The anterior cuff detaching from the needle tip was a direct result of the posterior cuff miss. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, the cause of the reported event was related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.